Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 26 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to high blood glucose due to over correction for blood glucose of 313 mg/dl. Troubleshooting was performed and it was found that drive support cap appeared normal and there were no leaks or air bubbles. Customer declined to check settings. Customer was advised to change infusion set.